Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported cracked hub and inflation issue appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous circumflex artery. The hub of the xience sierra was cracked and would not hold pressure to inflate the balloon. The device was removed without issue and the lesion was treated with a new device to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.